Event description:
The customer stated a cell-dyn 3200 analyzer generated a falsely elevated platelet result of 101 for one patient sample. The sample was warmed and generated a repeat result of 15. The falsely elevated platelet result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer was instructed by customer service and support to redraw a new sample in a new collection tube and to run the sample by impedance count. The customer reported that the issue was resolved and no further troubleshooting was required. Tracking and trending identified no adverse trends. Labeling was reviewed and found to be adequate. Based on the investigation and limited event details, no product deficiency was identified with the cell-dyn 3200 instrument.

Manufacturer narrative:
(B)(4), false positive result. A follow up report will be submitted when the evaluation is complete.